Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing including full functionality testing without duplicating the malfunction. The smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "off set self check failure - 1174" and "internal comm failure - 1473" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.